Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash underneath this left breast. His physician prescribed diclofenac sodium gel for the irritation. The patient reported that the irritation worsened after applying the medication. The patient's dermatologist prescribed an unknown cream for the patient's irritation, and the patient reported that the irritation improved greatly.